Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-00675.

Event description:
The patient was undergoing a coil embolization procedure to treat an aorta endoloak using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, a ruby coil was introduced into the lantern and was unable to advance more than 20-30 cm. Therefore, the ruby coil was removed. The next ruby coil was unable to advance more than 30-40 cm into the lantern. Therefore, this ruby coil was also removed. The procedure was completed using five additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.